Manufacturer narrative:
Based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation to the explanted device would be necessary. Re-implantation is considered, but no date has been scheduled.

Event description:
The clinic reported a 6-12 months history of occasional intermittency in sound from the right side device with mouth movement and head turning. The audio processor (ap) was exchanged with no improvement. The recipient is still wearing and benefiting from this right side device. The magnet strength on the right is 2 and is of appropriate strength. Reimplantation is considered. However, as per information from january 2021 an appointment to schedule reimplantation has been cancelled.

Manufacturer narrative:
Additional information: based on the received information, a damage to the conductive link or to the device appears likely, as indicated by in-situ testing. However, to determine an exact root cause of failure a device investigation of the explanted device would be necessary. The concerned device was explanted but was disposed of in the clinic. This is a final report.

Event description:
The clinic reported a 6-12 months history of occasional intermittency in sound from the right side device with mouth movement and head turning. The audio processor (ap) was exchanged with no improvement. The recipient is still wearing and benefiting from this right side device. The magnet strength on the right is 2 and is of appropriate strength. The user has been re-implanted. The explant was disposed of and is not available for investigation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported a 6-12 months history of occasional intermittency in sound from the right side device with mouth movement and head turning. The audio processor (ap) was exchanged with no improvement. The user is still wearing and benefiting from this right side device. The magnet strength on the right is 2 and is of appropriate strength.